Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation. Further information has been requested.

Event description:
A customer reported that a v60 became disconnected and did not alarm. A patient with a tracheostomy was extubated after an x-ray. The nurse found the patient with low saturations and called a doctor urgently. The patient was re-intubated with a 6.0 cannula.

Manufacturer narrative:
Date of report: 20sep2018. Date received by manufacturer: 27feb2018. (B)(4). The following information was inadvertently omitted from the initial MDR submitted on march 7, 2018: investigation was performed but no failure in the unit was confirmed. Unit was checked overall, cleaned, run in tested and functionally tested. Philips¿ salesperson replaced the v60 with another unit. The ventilator is ready for clinical use.